Event description:
It was reported that during an open radical nephrectomy procedure at the end of the procedure the surgeon squeezed the trigger and the I- beam became damaged. There is no piece broken off of the device. They used a harmonic device to complete the procedure. There was no patient consequence reported .

Manufacturer narrative:
(B)(4): added additional information. The device was received with the top of the I-blade bent. During mechanical testing, the jaws could not be properly opened and closed. The damage to the I-blade prevents the jaw from opening and closing. Due to the returned condition of the instrument not all testing could be performed.there is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.